Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump is taking in consideration bolus advice but insulin is not properly delivered. Caller alleges insulin is not properly delivered. No adverse event reported. Requested return of the alleged pump for evaluation.